Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6)) was not returned to zoll for evaluation and was not evaluated at the customer site by zoll service. The customer inspected the console's prime switch following the instructions provided by the zoll service staff. The customer verified that the prime switch was functioning as intended after the thermogard system passed the power-on-self-test (post). The possible root cause of the reported complaint could be that the user attempted to prime the system while the console was during the power-on-self-test. The prime switch does not function during the power-on-self-test, per design. Since the customer's biomedical engineer has confirmed the prime switch is functional, and the rotor turns when the prime switch is pressed, there is no further action to be taken by zoll.

Event description:
The customer reported that the roller pump of the thermogard xp ivtm system (sn (B)(6)) would only rotate manually. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.